Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the patient suffered injuries and damages to be proven at trial. No further information has been provided.